Manufacturer narrative:
A customer in hungary notified biomérieux of obtaining no characteristic colony coloring for mrsa strains in association with chromid mrsa 20 plt (ref 43451, lot 1008834110). Methicillin-resistant staphylococcus aureus (mrsa) patient strains showed a white color instead of green. Investigation device history records: the investigator reviewed the device history records for the lot in question (ref 43451, lot 1008834110). Lot# 1008834110 was manufactured on the 09th of july 2021 on line auto 2 from 00h41 to 04h06 at our manufacturing site in craponne, france. 1092 kits (20 plates) were released with an expiry date of 24-september-2021. The qc results for lot# 1008834110 complied with specifications. The investigator did not find any non-conformances nor deviations on this lot number. The review did not identify an explanation for the colony color defect described. Next, the investigator looked at the biomérieux complaints database to search for other reports appearing to be the same issue. No other complaints were registered on this lot number. The customer provided photographs of the colonies. The photos show up to six samples are inoculated on the same plate (colonies are not isolated). As described in the package insert for this product, the presence of at least one typical green colony gives the sample a positive mrsa status. Local service reiterated to the customer that in order to obtain isolated colonies, we recommend that one sample is inoculated per plate. Conclusion: the biomérieux investigators were unable to identify a product performance issue. The lot number file review indicated that the impacted lot (1008834110) complied with our specifications and neither non-conformances nor deviations were recorded on this lot. The lot review did not identify an explanation for the colony color defect the customer observed.

Event description:
Intended use: chromid¿ mrsa agar is a chromogenic medium for the screening of (B)(6) chronic carriers or patients who are at risk for (B)(6). This medium does not replace conventional antimicrobial susceptibility tests. Description: a customer in (B)(6) notified biomérieux of obtaining no characteristic colony coloring for (B)(6) strains in association with chromid mrsa 20 plt (ref (B)(4), lot 1008834110). The customer reported that (B)(6) strains often do not show green color on the media as expected, and stated that the issue has been seen with other lots as well. The other lot numbers were not provided. Photographs were provided that show two strains (40260 and 40261) that were confirmed to be (B)(6), but the two strains did not develop the typical green colony coloring on the chromid mrsa agar. The customer uses both the "direct inoculation" and "inoculation after enrichment" methods, and reports that the coloring issue occurs for both methods. Sometimes the (B)(6) strains develop the characteristic green colony coloration and sometimes they do not. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.